Event description:
A malfunction on a pump was reported by a caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while instructed to call back if the issue reoccurred.